Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). The patient reported experiencing a loss of therapy. The patient reported since implanted he did not feel stim. The patient said he had never been set up. Hcp (healthcare provider) said to set his device up so that he can feel stim but patient services was closed on the weekend and he could not reach us until today. The therapy was on. Increase amplitude. Regarding did patient feel stimulation in the correct area (i.e. Bike seat), it was noted: yes. The patient increased stim for 1.3 v to 1.7 v and confirmed he now felt something. It was noted: the patient did not report any symptoms on the call. Troubleshooting resolved reported issue. Symptoms reported were: no stim. The patient later reported on (B)(6) 2016 that stim not working. Patient stated never worked since he got it. Patient doesn't get relief of symptoms. Patient stated not emptying bladder, hard time starting a stream, frequent urination. The patient was not feeling stimulation while therapy was on. The patient was on program 2 at 3.4 volts and increased to 4.1 volts but did not resolve the issue. Patient stated he was on diazepam. The patient called backs a week and reported that after his last call he had to decrease amplitude from 4.1 to 3.0 due to discomfort in his penis. Patient confirmed that once he decreased to 3.0 the discomfort subsided however he has not had any symptom improvement on the current program. The patient also mentioned that when he leans forward the stimulation sensation starts to bother him. The patient was calling back for instruction on changing programs. The patient changed programs from program 2 to program 3. Patient confirmed he was able to increase amplitude on program 3 to a comfortable spot in the pelvic floor area. Indications for use was noted as: gastrointestinal/ pelvic floor.

Event description:
The patient called again and reported previously reported and added that when he cannot start a stream it can "feel like his bladder is going to explode from having to hold it." The patient stated that it may be psychological in nature. The patient was advised to follow-up with their healthcare provider. Patient also mentioned previously documented uncomfortable stimulation in different positions. Patient status is unknown at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they still had not received therapeutic effect since implant. It was confirmed that they meant that they were not seeing any symptom reduction. Stimulation was on program 3 at 3.1v. During the call, the patient changed to program 4 and increased to 4.6v.

Manufacturer narrative:
Evaluation determined that standard investigation is needed because it was reported that a report of patient not feeling stim while therapy was on; it has never worked and stimulation was boring patient when leaning forward.. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities; although patient was able to adjust stimulation to comfort; the root cause of device not working and positional stimulation changes remains unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.